Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 4, 2017, it was reported that the device graft was unusable after mesher use. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2016 where it was reported that the skin graft mesher was not working properly and the comb was replaced. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on september 4, 2017 revealed that pretest could not be performed due to bent comb. It was also revealed that the handle was jammed would not ratchet. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6), 2017which included replacement of the comb and handle was lubricated as per operator¿s instructions. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection it was revealed that device comb was bent. The root cause of the reported event was due to bent comb. It is unknown why the comb was bent. The issue was resolved with the replacement of the comb and handle was lubricated as per operator¿s instructions. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device graft was unusable after mesher.use. There was impact or damage to the harvested graft. It is unknown whether an additional graft was taken due to lack of customer response. Investigation results revealed that the comb was found to be bent.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device graft was unusable after mesher. Use. There was impact or damage to the harvested graft. It is unknown whether an additional graft was taken due to lack of customer response.